Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 598 mg/dl. The customer was mentioned motor error alarm. Troubleshooting was performed. Customer was assisted with displacement test and the test was passed. Customer was able to complete insulin pump rewind. The device will not be returned for analysis.